Manufacturer narrative:
The reported issue was unconfirmed. No root cause was determined as the reported issue was unable to be duplicated. The device was evaluated and the reported issue was unconfirmed as the technician found no issues. No repairs were made. The device underwent a functional test and est and passed all applicable tests. It was unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was in use on a patient. The device history record review was not required as the reported event was unconfirmed. The labeling/packaging review was not required as the reported event was unconfirmed. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device showed the patient temperature incorrectly with a deviation of 2c from the target temperature.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device showed the patient temperature incorrectly with a deviation of 2c from the target temperature.